Event description:
It is reported that during surgery in 2009, the surgeon was attempting to implant an articular surface. After numerous attempts, he requested a second surface to be opened to implant. When observing the two surfaces side by side, the surgeon noticed a defect on the locking mechanism. He then implanted the second surface without any difficulties on the first try. Surgery was delayed 30 mins.

Manufacturer narrative:
Evaluation summary: evaluation of device concluded that one or both sides of the inner dovetail lips are compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead went over. This may result when articular surface is not correctly placed and oriented before pushing it using inserter instrument. Incorrect insertion technique appears to be the cause of the problem. Evaluation: device history records indicate all components were manufactured and inspected to specification.